Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log review, the log showed many level alert and alarm status changes from coupled to uncoupled. When the level detection is turned on, this will cause a 'level not attached' alert (not alarm). The log confirms, the complaint. During laboratory analysis. The product surveillance technician (pst) observed, the level sensors and the level sensor module to pass all testing and function as intended. The manufacturer clinical specialist discussed, the instructions for use (IFU) and reminded the team on how to use the gel pad. If additional information becomes available on this complaint, that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported issue until low level was induced. The yellow level sensor tip appeared to be pushed into the sensor housing. The fsr replaced both the yellow and red level sensor as well as the level sensor module. The unit operated to the manufacturer's specifications. The red level sensor; part number: 195274, serial number: (B)(4) UDI: (B)(4). The level sensor module; part number: 802111, serial number: (B)(4) UDI: (B)(4).

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the level sensor was continuously alarming. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2021, the perfusion team had intermittent false alarms on the level sensing system. The team set up and attached the level pads per the manufacturer's recommendations, used gel and attached the sensors to the another manufacturer's rounded reservoir for the procedure. During the procedure, the system gave the perfusionist subsequent level not attached messages. The team tried to mitigate the issue by attaching another set of level sensing pads. The manufacturer's clinical specialist spoke to the user and discussed options on the reservoir to place the pads, and re-informed the team on how to use the gel pad. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.